Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post-implant the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds and the leads had been pulled back. The rv lead was reprogrammed, explanted and replaced. The ra lead was reprogrammed, repositioned and remains in use. No patient complications have been reported as a result of this event.